Event description:
Reporter alleged that he did not wake up in the morning after obtaining a 116 mg/dl result on the active system the night before. Reporter stated his roommate found him unresponsive or passed out in the morning and called the emts because of his hypoglycemic symptoms. Reporter alleged a discrepant blood glucose result of 82 mg/dl was obtained on the active system compared with a result of 31 mg/dl from on the emt's system when both tests were done within 10 minutes. Reporter stated the emts treated him with an IV of glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.